Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-02281. It was reported that the patient experienced pocket erosion. The device was explanted and the lead the was capped. Approximately 2 weeks after, the patient experienced a pocket infection. The lead was extracted on (B)(6) 2020. The patient was in stable condition.